Event description:
Add'l info rec'd from MFR 8/15/02: ohmeda medical is the distributor for the subject device (neonatal phototherapy unit) that is mfg by burton medical products. Burton medical has also submitted a medwatch report in reference to this incident. The subject device was evaluated on site by the hosp's biomed engineer, who discovered that an internal collimating lens and an internal ir filter were absent from the lens assembly. This lens and filter serve to protect the pt from the uv rays of the lamp. When the device leaves the factory it contains the lens and the filter, therefore it appears that the lamp was tampered with at the user facility (it was purchased by the hosp about six years ago). The light housing can be opened with a small allen wrench and the internal lens and filter can be taken out by removing the retaining ring with a screwdriver. Based on the info received from the hosp, distributor does not believe the reported event was attributable to a faulty device, but rather to customer intervention and/or misuse of the product.

Event description:
Bedside rn notified neonatal nurse practitioner and supervisors to come and assess blisters on pt's back. Site cultures were ordered by neonatal nurse practitioner and were done by rn. Site had a large reddened area approx 6 cm by 4 cm on mid center of the back with 3 blisters size 1-2 cm diameter, one open and oozing clear serous fluid. There is one small reddened skin area at the right top of the back approx 1cm diameter that has no blister. Md assessed site the next am and felt this was a burn from the phototherapy light. Phototherapy was discontinued. By 1900 the blisters were dry and the redness was less prominent.